Manufacturer narrative:
On 12/12/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained blue fluid. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the junction of shell and patch on the posterior aspect, measuring approximately 0.9 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. A complaint of capsular contracture in the breast was reported. With the information provided, the product evaluation (pe) team concluded the reported complaint of capsular contracture in the patient was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture and deflation are known complications associated with these devices and are referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation procedure with a mentor ce med hgt te w/sut tabs 800cc tissue expander that deflated after implantation. The deflation was on the patient¿s right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event: the patient identifier is c.e. Patient¿s dob is (B)(6) 1957. Patient was 61 years old at the time of the event it was initially reported that the date of event is 10/1/2018. New information states that the date of event is (B)(6) 2018. Patient underwent a breast augmentation revision procedure the lot number of the suspect medical device is 6870028 and the serial number is (B)(4).suspect medical device was explanted on (B)(6) 2018 and replaced with a mentor memoryshape breast implant 620cc gel breast prosthesis. Patient developed capsular contracture (baker grade I) in the right breast. On (B)(6) 2018, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).